Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the top of the battery cap was worn, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: review of the black box data showed no evidence of power on reset event. The battery compartment was undamaged. The returned battery cap was undamaged and was able to fit properly to the pump. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump powered on normally and ¿ez-prime¿ steps were performed correctly with no power interruption occurring during the investigation. Investigation did not confirm nor duplicate the alleged power issue. There was no damage, defect or contamination of the pump¿s interior components.